Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm ratcheted handle 33cm, it was confirmed that there was cracking in the insulation at the distal end of the device. Also, there were dings and scratches noticed throughout the shaft of the device that compromised the insulation. IFU 10000401070 states, "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause/s could be normal wear, user mishandling or user excessive force, due to cracks, dings and scratches noticed throughout the shaft that compromised the insulation. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Upon receipt of product a new failure mode of breach of insulation was identified. Awareness date was updated to reflect the identification of the new failure mode. Additional information will be provided once the investigation has been completed.